Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to infection. It was noted this patient did not experience any asystole, and no inappropriate therapy was delivered. All the associated leads were capped and abandoned.

Manufacturer narrative:
This lv lead was surgically abandoned, so therefore will not be returned to boston scientific for laboratory anlaysis. At this time there is no additional information. Should additional information become available this report will be updated.